Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the unit and the jaws returned to the open position after the trigger was unlatched and released. As a result, the complainant's experience of jaws locking could not be confirmed or replicated. The event unit met specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laproscopic bilateral salpingectomy. Event description: the jaws of the device locked and the surgeon could not get them to open. Near the end of the case, the surgeon was grasping tissue, sealing, and cutting the tissue but when he attempted to unlatch the jaws they would not unlatch. The event occurred after about 20 activations. It is noted that sticking was experienced earlier, but when the jaws were examined prior to the event, there was no tissue build up. The device was used through a [competitor] 5mm trocar. The surgeon elected to open a new device and cut around the tissue grasped by the complaint device to free the complaint device. The patient status is normal with no patient injury. Product is available for return. Additional information received via email on 07jan2020: the rep was present during the case. The fallopian tube was being grasped when the event occurred. The rep believes that the handle was getting stuck in the latched position, which prevent the jaws from opening. It is not clear if the blade lever was not returning to the forward position when released. Patient status: the patient status is normal with no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laproscopic bilateral salpingectomy. Event description: the jaws of the device locked and the surgeon could not get them to open. Near the end of the case, the surgeon was grasping tissue, sealing, and cutting the tissue but when he attempted to unlatch the jaws they would not unlatch. The event occurred after about 20 activations. It is noted that sticking was experienced earlier, but when the jaws were examined prior to the event, there was no tissue build up. The device was used through a [competitor] 5mm trocar. The surgeon elected to open a new device and cut around the tissue grasped by the complaint device to free the complaint device. The patient status is normal with no patient injury. Product is available for return. Additional information received via email on 07jan2020: the rep was present during the case. The fallopian tube was being grasped when the event occurred. The rep believes that the handle was getting stuck in the latched position, which prevent the jaws from opening. It is not clear if the blade lever was not returning to the forward position when released. Patient status: the patient status is normal with no patient injury.